Event description:
It was reported that artifacts were noted in the atrial signal and false atrial fibrillation (af) episodes were also observed. Lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There was a high number of atrial short interval counts (sic).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.